Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt was involved in an incident in 2007. It was claimed that the pt was walking near a car and was pulled toward the car door via magnetic attraction, thus hitting his head with considerable force. The mother claims, that the impact between the patient's head and the car door was significant enough to create a loud sound and cause distress to the pt. Since this event, the mother has noticed a decrease in the pt's performance. During a clinic visit three months later, the pt performed well. The clinic intends to monitor his performance more closely. The clinic and mother seemed to reasonably acknowledge the fact that the magnetic strength of the implant is not sufficient to cause the type of impact claimed to have been experienced by the pt due to the magnet in the implant pulling the pt's head and body towards the car door. The complaint was re-opened, upon receipt of information starting that the pt continues to have severe intermittencies. The equipment is replaced and he is fine for a while, then he goes intermittent again. Therapists at the clinic state, he is performing worse since the "incident". A magnet was taken to the van in the area where his head stuck and it jumped to the spot. There is an obvious strong metallic attraction there.